Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) after previously completing a factory reset. The lowest blood glucose (bg) recorded was 52 mg/dl, corrected with a snack, and the highest was 221 mg/dl, caused by announcing fake meals, which led to insulin stacking and subsequent low bgs. The user agreed to stop announcing fake meals and to announce all meals and snacks properly. Blood glucose (bg) was corrected. The user's reported symptoms included shakiness and sweating during the low; no symptoms were reported during the high. No outside assistance or medical intervention was required or reported at the time of call.